Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion cannot be confirmed. It is possible that in addition to the procedure itself, patient factors (severe annular calcification, severe native leaflet calcification, moderate aortic root calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, following the deployment of a 29mm sapien 3 valve, an effusion was noted on echocardiogram. Pericardiocentesis was required. The sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position. Following deployment, the patient became tachycardic and a pericardial effusion, resulting in acute tamponade, was noted. Pericardiocentesis was performed and protamine was administered. The patient was stabilized and had normal blood pressure and lv function. An aortogram was then performed and a small effusion was observed at the level of the annulus. On echo, the effusion appeared to slow down, or even stop. The decision was made to wait 5 to 10 minutes and perform another aortogram. The subsequent aortogram revealed an even smaller active area, but still present. The decision was made for "watchful waiting." The procedure was completed and the patient was taken to ICU. Postoperative day (pod) 3, per the physician, the patient was doing "great" extubated and walking the halls. Echocardiogram revealed no further effusion. The patient was expected to be discharged pod4. The native annulus measured 21mm x 24mm by CT with a valve area of 603mm2. Severe annular calcification, severe native leaflet calcification and moderate aortic root calcification were reported. It was speculated that the pericardial effusion was caused by the disruption of the annulus during valve deployment.